Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. A commanded shock was performed seven months ago and a drop in the impedance was noted after this, however, it has returned to elevated measurements. Boston scientific technical services (ts) recommended a max energy shock delivery. The health care professional (hcp) stated they will continue to monitor this patient and eventually perform further testing. No adverse patient effects were reported. This lead remains in service.